Manufacturer narrative:
An alarm indicative of a potential malfunction of the amia automated pd cycler set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between the transfer set and the patient line of the amia cassette was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a max air in line alarm. The patient was connected at the time of the alarm. This occurred during drain five (5) of five (5) of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line of the amia cassette disconnected from the transfer set which led to this alarm. Renal therapy services (rts) had the patient cycle power to the device to clear the alarm. Proper procedures per the user manual were reviewed with the patient. The patient would contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.